Event description:
The device has been received at headquarters. During a normal repair process a leaking rondo 2 battery was discovered. According to the repair request form the device was destroyed and non-functional (would not charge). There is no indication that the user came in contact with leaking electrolyte fluid.

Manufacturer narrative:
Conclusion: during a normal repair process a leaking rondo 2 rechargeable battery was discovered and started this investigation. Device investigation revealed a broken welding seam at the housing and multiple other mechanical damages were found. The rechargeable battery housing is broken and covered with leaking electrolyte, which also damaged the sleeve. It is very likely that the device got damaged by mechanical stress. This is a final report.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device has been received at headquarters. During a normal repair process a leaking rondo 2 battery was discovered. According to the repair form the device was destroyed and non-functional (would not charge). There is no report that the patient came in contact with leaking electrolyte fluid from the battery.